Manufacturer narrative:
A bci field service engineer (fse) verified the leak, which consisted of distilled water and wash solution. Fse replaced the regulatory, which appears to have been resolved this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leak from the 10 psi regulator in the hydropneumatic area on the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.